Event description:
It was reported that during a laparoscopic sigmoidectomy, the firing knob became stiff and could not be returned to the home position after 4th firing of feea. It was returned forcibly by 2 people. The staple was formed properly. There was no bleeding, damage on the tissue nor the change of the operation. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. The patient is stable after the operation. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 934a19. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired, with the swing tab in the locked position and the cartridge deck slightly damaged. In addition, a b-formed staple was found in the pocket. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage to the cartridge deck is consistent with the device being clamped over a hard object. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: unusually high closure force is an indication to open the instrument and inspect for tissue anomalies and hard objects or consider replacing the instrument. Note: when firing across thick tissue, holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Note: the use of staple line buttressing materials with the instrument may require an increased force to close. The event described could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. No product defect was identified. A manufacturing record evaluation was performed for the finished device batch number 934a19, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.